Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records for both the pulse generator and the lead confirmed sterilization of devices prior to distribution.

Event description:
Implanting surgeon reported that vns pt developed an infection at the chest incision site post implant. It was reported that the pt was hospitalized for antibiotic therapy, after which the infection reportedly resolved. Cultures were positive for staph aureus.